Event description:
Reportedly, the device was explanted after an implant duration of 4.6 months due to aortic regurgitation. Per the cer: patient was under treatment as of (B)(6) 2010. It was reported that "magna 3000j19 was implanted for aortic valve replacement at (B)(6) hospital in (B)(6) on (B)(6) 2010. The patient was transferred to (B)(6) hospital since regurgitation was observed at an examination after the surgery. Magna 3000j19 was explanted for aortic valve replacement due to aortic regurgitation on (B)(6) 2010. Another magna 3000j19 ((B)(4)) was implanted as a replacement. It seemed that the paravalvular leakage was caused by insufficient fixation between the sewing cuff and annulus at the initial implant. Customer commented that this explant was not device related. Report only. Npr. Device was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
Customer letter not required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. Device was discarded and will not be returned.